Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd cassette caused smiths medical cadd-legacy plus pump to exhibit a "no disposable, pump wont run" alarm. Per reporter, the same pump alarmed again the same day. Per reporter, a new cassette was placed on back up pump, pump running without alarm. Per reporter, pump was replaced. No adverse patient effects were reported. Per reporter, no further details were provided.